Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the ngen system shut down in the middle of the procedure. Caller stated they were about to come on ablation for the first burn when it shut down with no errors displayed on the ngen monitors. Then upon boot-up, error code 274 was displayed on the ngen system. They exited then reopened the study and when they attempted the first ablation again, the force readings spiked on the carto 3 system. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a foreign material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection and screening test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a foreign material inside the tip. The magnetic and force feature were tested. The force values and the vector were observed within specifications. No force issues were observed. The device tip was inspected under microscope and it was found with a hole on the surface of the pebax section and a reddish material inside of it. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. Do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter as part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).